Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the hcp went to refill the pump for the first time and couldn¿t. An x-ray revealed the pump flipped. A seroma was also noted and an aspiration was done by the hcp. The patient was scheduled for operating room. A revision was performed. During the revision, the pocket was revised, the pump turned over and the catheter was ¿fine¿. The patient status at the time of the report was indicated as alive, no injury. There was no patient symptoms reported. The pump was used to deliver morphine. Additional information later reported the surgeon stated sutures were still in place on pump but had torn from tissue. Felt maybe the hematoma/seroma allowed it room to float, was not sure. Per the reporter the surgeon thought possibly it was due to pump movement but wouldn¿t commit. It was noted the positioning of the device was correct the first by the surgeon and redid it correctly when they turned it back over. The reporter did not know if the patient was receiving effective therapy as they had not heard anything.